Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Elevated iop is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Elevated iop is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# (B)(4). Please reference report# 2032546-2021-00018 for reported stent occlusion event.

Event description:
The following postoperative events were reported in a post-market clinical study. Reportedly, following an uneventful right eye trabecular microbypass stent procedure, the patient presented with elevated iop requiring glaucoma medications postoperatively and the iop improving subsequently. Following the iop treatment, a stent occlusion was observed and was treated with a yag laser procedure ((B)(6) 2018) with stable iop. Additional information is being requested. This report references reported case of elevated iop.

Manufacturer narrative:
The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. MFR# reference: (B)(4).